Manufacturer narrative:
No product will be returned for eval. We are unable to evaluate the adhesive pad for any abnormality that may have caused the customer's skin infection. It is known and understood by the MFR that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. The omnipod user guide contains a section dedicated to infections titled "avoid infusion site infections" that includes the following information: always wash hands and use aseptic technique before apply a pod; don't apply a pod to any area of skin with an active infection; at least once per day, check the infusion site for signs of infection; signs of infection include pain, swelling, redness, discharge or heat - if infection is suspected, immediately remove the pod and contact a health care provider. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Twice per month, insulet performs a review of customer complaint data; the occurrence rate of reported infections at the infusion site is (and has historically been) significantly below the level at which an internal corrective action would be required (per insulet's internal corrective and preventive action procedures). However, insulet has initiated action to determine if marketing can improve education and training related to this topic. A review of lot qualification records was performed - the lot passed the acceptance criteria. (Note: eval method codes are specific to activities performed during lot qualification and not to activities performed on the subject pod, as it was not returned for eval).

Event description:
The customer reported she has been experiencing occlusion alarms and in an attempt to avoid them, had tried placing pods on her arms. This "resulted in an infection" which required that she be placed on antibiotics. The outcome of the antibiotic treatment was not provided. Insulet customer support suggested that she meet with a clinical specialist to address the occlusions but she declined, stating she would "wait and see if becomes a real problem." No product will be returned for eval.